Event description:
It was reported by that during a struma procedure there was an error code on the generator: ¿replace instrument¿ with gen11. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached and returned with the device. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.